Manufacturer narrative:
Multiple requests for additional information and for product return have been performed. The healthcare provider has not returned the explanted device or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported via the implant patient registry that this 28mm 4600g cosgrove ring, implanted in the mitral position, was explanted after an implant duration of three (3) months due to unknown reason. It was noted that there was deficiency of the ring. A 25mm 73300tfx mitral valve was implanted in replacement. No other information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: corrected section h6 (conclusions codes).

Event description:
It was reported via the implant patient registry that this 28mm 4600g cosgrove ring, implanted in the mitral position, was explanted after an implant duration of three (3) months due to recurrent mitral regurgitation. It was noted that there was deficiency of the ring. As per medical opinion, there was no any deficiency with the ring. A 25mm 73300tfx mitral valve was implanted in replacement. The patient outcome was excellent. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, d4 (expiration date), f10, h4. H11: corrected data: corrected h6 (method & conclusions codes), h10 (additional manufacturer narrative) the causes of re-operation or percutaneous intervention for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, there is no allegation of ring malfunction and there is no investigational evidence that the device caused or contributed to serious injury or death; the event will not be reportable. Ring explants done in conjunction with valve explants will not be reported unless there is an allegation of annuloplasty ring malfunction. In most of these cases, the purpose of the surgical procedure is to explant the valve. Varying degrees of regurgitation may be present at the site of previous annuloplasty ring repair and the surgeon may elect to replace the ring concurrently at the time of surgery. This is primarily due to progression of valvular disease and not related to the performance of the device. In this case, there was no allegation of any deficiency with the ring. The root cause of this event was most likely due to patient related factors. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.